Event description:
It was reported via attached voluntary medwatch report # mw5169135 that wire entrapment occurred. A 75cm .035 amplatz super stiff guidewire was selected for use. During the procedure, the wire tip became entrapped in the tricuspid valve and was unable to be retrieved from the patient. There were no patient complications as a result of this event. It was further reported that due to the patient pre-existing condition and the high risk associated with open-heart surgery, the decision was made to leave the wire in place and monitor the patient closely.

Manufacturer narrative:
B5: the event description has been updated to reflect that this is a medwatch report. A2: age at time of event: additional info a3a and b: sex and gender: additional info a5: ethnicity: additional info b3: date of event: updated date b7: other relevant history: additional info e1: initial reporter title, initial reporter first name, initial reporter last name, initial reporter phone, initial reporter email, occupation: additional info e4: init rptr also sent rep to FDA: updated g2: report source: added user facility.

Event description:
It was reported that the wire entrapment occurred. A 75cm .035 amplatz super stiff guidewire was selected for use. During the procedure, the wire tip became entrapped in the tricuspid valve and was unable to be retrieved from the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
B3: used the first date of the month of the aware date as no event date was provided.